Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) pacing lead impedance (pli) measurement greater than 2,000 ohms during a routine device interrogation office. No noise was noted however the rv threshold measurement was slightly higher. Boston scientific technical services (ts) was consulted and discussed that this is a high impedance lead, however a lead issue cannot be ruled out entirely. The cause of the observation was not determined. The physician will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.